Event description:
This lead ws implanted on (B)(6) 2007 and remains active at this time. An email from the medical representative states that this lead's capture threshold had risen and ventricular resistance was elevated. The physician was dr.(B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).